Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, photographs were provided of the combi set. In the photos, fluid can be seen in the arterial line and it is evident that the main line was detached from red t connector. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photographs.

Event description:
A user facility¿s procurement specialist reported that a fresenius blood line leaked during a patient¿s hemodialysis (hd) treatment due to a line separation. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Three photos have been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s procurement specialist reported that a fresenius blood line leaked during a patient¿s hemodialysis (hd) treatment due to a line separation. The patient¿s estimated blood loss (ebl) was approximately 150ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Three photos have been provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.